Manufacturer narrative:
Other, other text: e1 updated.

Manufacturer narrative:
Device serial number/lot number is unknown, possible lot number is 4223978. Device evaluation: the device was returned for investigation. A visual inspection was performed. One (1) sample unit was received with its original package opened from the lot number mentioned in the complaint. Visual inspection results: broken issue was observed in the luer lock adapter female as picture by the customer provide it. Conclusion: the complaint is confirmed since the luer is broken caused leakage issues. Based on the sample returned by the customer, it was no possible to replicate the issue and confirmed as manufacturing process issue, the probably root cause can be of incorrect handling. Therefore, the damage was after the product left manufacturing facilities. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that during the use of the product, leakage of medical fluid from it was observed. No patient injury reported. The estimated lot number was reported as 4223978. No additional information is available for this complaint.